Manufacturer narrative:
(Complaint number: (B)(4)). No samples (actual or unused) or pictures were received. The batch # with which the needlesticks occurred could not be determined by the customer. No further details regarding the 3 incidents could be provided by the customer. No defects/malfunctions were reported on the quickshield complete plus. According to conversation with the customer contact, they believe the needlesticks to be due to a new product/new user/training issues. Therefore, the complaint is closed as not confirmed. Complaint has been filed for documentation purposes due to the needlestick injuries.

Event description:
Customer indicated that three needle stick injuries had occurred over the past couple of weeks since the facility recently switched to the qscp. They did not feel that any sort of malfunction occurred, but that the issues were related to the fact that the device was new to the facility and additional training was needed. No returns or photographs are available and the lot number cannot be determined. The events were not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure and did not necessitate medical or surgical intervention to preclude permanent impairment or damage.